Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the onetouch ultramini meter is giving inaccurate high readings compared to normal results/feeling. The patient was diagnosed with gestational diabetes and is insulin dependent. Her diabetes is managed with self adjusting insulin per the lfs meter readings. According to the reporter, the patient received a one touch ultra mini through a medical supply company. After several weeks of testing, her results on the subject meter were always high, even though she followed a very strict diet and was very careful about following her doctor's order on the amount and type of insulin to take. She really struggled with these high readings and it appeared as though she was always chasing a high reading, then chasing a low reading. Finally on (B)(6) 2010, the patient allegedly passed out in her home after taking 5 units of insulin per an alleged inaccurate high lfs meter reading. An ambulance was called and she was admitted to the hospital. At the hospital, her doctor diagnosed the patient with hypoglycemia at the time of concern. Several more days of tests followed and the patient was told that she had way too much amniotic fluid because of the constant high readings she was getting. Then, on (B)(6), she was again rushed to the hospital. Again, it was related to the highs the lfs meter was reading out and her chasing the highs with insulin, causing lows. The reporter concluded that the subject meter was defective when she compared the lfs meter to another device. The subject meter read 51 points higher than the other device. The reporter stated that the patient is in a much better state at this time and it appears as though she may be able to have a normal delivery of the baby closer to the due date. This complaint is being reported because the reporter claimed that the patient became hypoglycemic on two occasions after she took insulin based on alleged inaccurate high readings obtained on the lfs products. Replacement products were sent to the patient.